Event description:
It was reported that during procedure, the anspach drill had a unusual irritating noise and slight heating. There was an equipment swap.

Manufacturer narrative:
H10: the device was used in treatment and it was reported an unusual irritating noise and slight heating of drill. The user chose to swap the equipment to complete the surgery. DHR review found that no conditions which could contribute to the reported event were identified. This information is reasonably suggesting that the device met the specifications at the date when it was released to the distribution. A complaint history found similar reports, this issue will continue to be monitored. We could confirm there was a relationship established between the reported event and the device. The device was returned for investigation. The returned drill was connected to a system and a drill test was run for over a minute. There was no unusual noise or heating. An e6 error was reported during the case, however an e6 error does not indicate that there is an issue with the drill, it means that the part is temporarily overheated and requires a cool down period. Once the e6 error goes away, it is safe to use the drill again. No problem was found with the drill.